Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred 20 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be internal and visually observed. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment that day on the same machine with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Since a physical evaluation could not be performed, the reported issue could not be confirmed. Furthermore, its cause could not be determined.